Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 with a high blood glucose level of 596 mg/dl. The customer was vomiting, had flu like symptoms, and had hot and cold chills. He was placed on insulin drip. Customer was wearing the insulin pump at the time of the emergency room visit. The day before the hospitalization, he took a manual injection to bring his blood glucose down. The device was not returned.